Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels for the past 7 hours. The customer had removed the insulin pump due to a bent cannula, and had not assembled a new infusion set. The customer stated that her blood glucose levels went very high after eating 3 donuts, and she began feeling sick. The customer treated her blood glucose with injections, but continued to have elevated blood glucose levels. The customer stated that she would be going to the emergency room for assistance. Nothing further was reported.